Event description:
It was reported to boston scientific corp that during the preparation for an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the need detached from the mesh leg assembly when it was being loaded into the capio device outside the pt. The procedure was completed with another pinnacle anterior pelvic floor repair kit, with no consequences to the pt.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B) (4).